Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading read "hi." Troubleshooting could not be performed during the initial call because the customer was not present with the insulin pump. However, the customer called back and troubleshooting was performed. It was found that the programming on the insulin pump was correct. The insulin pump passed the prime test. The high pressure test could not be performed properly because the customer did not have the needed supplies to complete the test. It was found that the customer had been wearing the same infusion set for three to five days at the time of the event. The customer was advised to change the infusion set. The customer stated that when she removes the infusion sets they are often crimped. The customer was advised to call back to complete the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.